Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of a sensor anomaly. The customer's blood glucose reading was unknown. The customer stated that the needle broke off into the serter. The customer stated that the serter ended and she inserted a new one. The customer was advised that the second button press releases the sensor. The customer stated that the button press should be held while lifting the serter straight away from the skin. The customer was advised to release the pressure and let the serter rest on the body. The customer stated that the hub assembly is inside the serter. The customer was advised to return the needle hub assembly still inside. The customer will be sent a replacement sensor.

Manufacturer narrative:
Evaluated one opened/used sensor and was unable to confirm needle anomaly due to customer not returning insertion needle only sensor.